Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing and mishandling, which is user error, misuse, and / or abuse. Additionally, a review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings/corrosion, locking components and cable/cord/wiring of the motor device were damaged. It was further determined that the hose had a hole/cut in it. It was further determined that the device failed pretest for loctite and cable assessment, cutter lock assessment, safety assessment, noise assessment, air pump assessment and hand piece temperature assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.